Event description:
During a CABG [coronary artery bypass graft] procedure, after the case started, the perfusionist informed the surgeon the patient was having low flows and not able to maintain a good cardiac index. The patient was taken off bypass while the issue was being troubleshooted. The oxygenator was replaced with good results, and the patient was put back on bypass without further incident. Manufacturer response for fusion oxygenator, medtronic (per site reporter). Service representative on site to evaluate the machine; no issue found; machine put back in service.